Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: the expiration date was inadvertently missed in the initial report and has been updated as 9/30/2018. The date device returned to manufacturer and the corresponding checkbox was inadvertently missed in the initial report and both fields have been updated accordingly. If additional information should become available, a supplemental medwatch will be submitted accordingly. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and evaluated. Visual observation confirmed the distal tip of the anchor was broken, and the sutures were missing. The broken piece was not returned and left in the patient. There are tissue debris and stains found on the remaining part of the anchor. It was reported that the anchor broke during insertion and that the patient had healthy and hard bone. This type of anchor breakage at its distal tip is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, a user technique issue. Other than this possibility, we cannot discern a root cause for this failure. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. A non-conformance search was performed for this product code 222331, lot # 3870388 combination and none was identified related to this complaint condition. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the 5.5 healix advance kntlss br anchor device broke off during insertion. There was a delay of ten minutes in the surgical procedure. An identical spare device was used to complete the procedure. It was reported that the patient was very young with strong bones. It was reported that the insertion was not off axis. It was reported that a healix awl was used to prep the bone hole. It was reported that the first anchor was kept in the bone and a second anchor was placed to strengthen the first anchor. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.